Manufacturer narrative:
Correction: labeled for single use has been updated from ¿no¿ to ¿yes¿. The product information was not provided by the reporter in the initial report. Therefore, all of the product information was documented as unknown. Upon receipt of the product, the device information was updated accordingly. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the lock sleeve had been rotated out of its proper alignment preventing, it from sliding. It was determined that the lock sleeve was rotated back into its proper alignment and the attachment device was able to be removed from the handpiece device as normal. The device was evaluated and it passed all manufacturing specifications. Therefore, the reported condition was confirmed. The assignable root cause of the component issue was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the lot number device is unknown; therefore, the manufacture date is unknown.as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event: it was reported that during a cochlear surgery for implant, it was observed that the burr device would not release to come out of the motor and attachment devices. According to the reporter, another motor device was opened and everything was fine. The reporter stated that the tech did not properly line up the burr device in the motor device, causing the burr device to get stuck. The reporter indicated that the burr device was not fractured; only got stuck. There were no delays to the surgical procedure as spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.